Event description:
Wire will not pass through shaft of suturelasso. The surgery was delayed over 1 hour, but no adverse consequences were reported with the patient. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion. DHR review revealed nothing relevant to this event. No other complaints involving this part/lot number combination have been reported for this condition.